Manufacturer narrative:
A touchscreen display assembly and a user interface printed circuit assembly were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom part of the touchscreen on a 980 ventilator was not working. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the user interface printed circuit board (pcb) and the touchscreen display. The se performed calibrations and extended self-testing on the device and all tests passed.